Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
"Consumer submitted an email that states I like the protector but it delaminates in a few weeks. I have bought 2 packages so far but it would be nice if the two kinds of plastic would stay together. Maybe just one kind of plastic that is more medium density would last longer. Consumer responded to my reply by stating: I don't think I was biting too hard during fitting as I have been using the soft layer. Thanks for replying but I won't be mailing for replacement".